Event description:
The customer reported the ventilator will not operate on backup battery, the power supply is not charging the backup battery resulting in a depleted backup battery. The customer reported there was no patient involvement.